Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted in the left axillary for myocarditis. It was reported the patient developed access site bleed while on impella support. The patient was administered 14 units of fresh frozen plasma and 10 units of platelets due to the event and other causes which were not provided. No further information was provided.